Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h6, h11. The device was not returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The device was not returned to olympus for inspection and the reported failure was not confirmed. The customer contacted olympus technical assistance support via phone. Technical assistance support provided remote troubleshooting and guided the customer to check the cabling and confirmed it was connected properly. Instructed the customer to press the control button on the front of the monitor to check if the menu options would appear. The control lights illuminated, but no image or menu appeared on the screen. Advised disconnecting the cables from the monitor and pressing the control button again to see if the menu would populate, same result. The customer informed tac of the event. The device will not be returned to olympus for evaluation. Based on the results of the investigation. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the video system center had a no image issue. The issue was found during an unspecified procedure, which was completed with a similar device. There were no reports of patient harm.